Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Additional information was received that the device and lead were explanted and replaced. During the explant procedure, it was noted that slack in the lead had changed and was suspected to be a factor in regards to the previous report of noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing. Programming changes were made and the physician will continue monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.